Manufacturer narrative:
Device evaluation - lens was returned dry in a micro-centrifuge vial. Visual inspection found haptic deformed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+2.0/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, significant reduction of irido-corneal angles (ica), and glare/halos. The problem was resolved.